Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her trial scs system, which included two percutaneous trial leads (of the same lot), on (B)(6) 2011. On the fourth day of the trial, the pt reportedly developed a fever along with discharge from the lead insertion site. As a result of the infection, the leads were removed and discarded and the trial was aborted one day early. The pt was treated with oral antibiotics. On (B)(6) 2011, the pt presented to the physician's office for a routine f/u appointment. An exam of the pt noted her fever had subsided but some skin breakdown was visible. On (B)(6) 2011, the pt developed another fever and presented to the ER. The pt was treated with intravenous antibiotics. In addition, an MRI of the implant areas was performed. The results of the MRI are not available. Neither the mfg nor the exp dates were available. F/u on the pt found no further pt complications reported.